Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 7052810.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing adequate pain relief. It was also reported that the patient experienced pain at the ipg site. All device components were explanted. The explanted devices will not be returned as it was kept by medical facility.